Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was unable to recover. A field service engineer replaced the pyxis-bus module controller board and the drawer controller board. The fse cleaned the electronics drawer and power supply, cleaned debris, checked for loose drawers and reseated the drawer cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was failed and 3 cubies was unable to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.